Event description:
Customer reported device =200 mg/dl at 4:30 pm. Customer ate dinner and device= 300 mg/dl at 6 pm. Device =500 mg/dl at 7:30 pm. Customer began feeling light headed and had double vision around 6 pm. Customer went to the e.r. (ER). Hosp device =100 mg/dl. Customer was treated with 3 antibiotic IV's ER and monitored their glucose each hour. No controls used. A request was made for return product and replacement product was sent.